Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The provided additional clinical information (cathlab report, pk papyrus device registration form) was insufficient to establish whether a device deficiency could have contributed to this event. However, the review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined number of samples is tested from every lot. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause could be identified. It should be noted that the corresponding IFU advises the user to select the stent size to match the diameter of the vessel to achieve a final stent diameter to vessel ratio of 1:1 and a full coverage of the lesion over its entire length with a single stent. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
Patient had an emergency angioplasty on (B)(6) 2021. She presented acute inferior st-elevation, critically ill, intubated with extensive high-grade spiculated calcified mid rca 75 percent stenosis. After intervention, she was transferred to the ICU still intubated and critically ill. Next day, she developed atrial fibrillation and was brought back to cath lab. During atherectomy of the difficult lesion in the mid to proximal rca a type iii perforation with a length of 20mm had occurred. Intravenous protamine was provided. A pericardiocentesis was performed with ability to extract the pericardial effusion manually. A 2.5/15 pk papyrus covered stent system was selected for treatment of this perforation, but the stent dislodged. After extensive balloon dilatation with multiple balloons to try to tamponade the perforation, another pk papyrus size 3.0/15 was deployed in the mid rca with 20 atm. Despite these measures the bleeding persisted. The patient ultimately had no pulse and was declared expired. Patients family was not interested in pursuing other resuscitative efforts.